Event description:
As reported, the physician inserted the aquatrack hydrophilic guidewire into the patient. Upon removal, the wire broke at the distal end. Retrieval of the wire was attempted with a snare; however, the snare was unsuccessful. The case was concluded by the physician. There was no reported patient injury. The device broke into one piece; "it is unclear if the jacket material separated from the wire." The device was opened in sterile field and was prepped per the instructions for use (IFU). The device was discarded; therefore, not available for analysis. Vessel and lesion characteristic details were requested but are unknown. The product was stored and handled according to the instructions for use (IFU). The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion and it was not re-shaped by the end user. The wire was not used for treatment of another lesion prior to the event. It is unknown if a ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. There was difficulty tracking the wire through the vessel or lesion. The procedure was aborted. The status of the patient is unknown. The event caused a clinically relevant increase in the duration of the procedure. A procedural cd was requested; however, it is not available. Per additional clarification requested, the aquatrack tip fractured and separated into two pieces. Other event details were requested; however; not provided as the information is unknown.

Manufacturer narrative:
Initial report (report number (B)(4)) was submitted to FDA on (B)(6) 2022 for complaint (B)(4); however, due to the incorrect FDA report number generated, a second complaint ((B)(4)) was created to correct this issue.